Event description:
It was reported that during preparation for a coronary stenting treatment procedure the stent moved on the balloon. During the connection of the 3.00x16mm liberte monorail coronary stent delivery system (sds) with the unspecified angioplasty guide wire, it was noticed that the stent had moved on the balloon. The device was not used and there were no pt complications reported. The pt's current condition is listed as "stable."